Manufacturer narrative:
Additional device evaluation was completed. The reported event of no ipg communication was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Testing identified characteristics consistent with a failure in the ble circuitry since the advertising channels were not being broadcasted at the correct frequencies. Scottsdale investigation results: the hybrid bex961.1 electrical failure was isolated to the ble crystal component, y201. The root cause is a crystal fracture on the attach end of the beam likely cause by a material defect in the crystal lattice. The defect introduced a dislocation point in the crystal structure which propagated into a full fracture over time causing drift in the resonant crystal frequency.

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.

Event description:
It was reported that the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.